Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be discolored.

Event description:
On 02/21/2012, the patient contacted animas alleging that the keypad buttons were unresponsive and required multiple button presses in order to get a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.